Event description:
On (B)(6) 2010, pt reported the down button on the infusion device does not function at all and the up button works intermittently. Pt switched to his backup infusion device. Down button stopped functioning around (B)(6) 2009, and up button stopped functioning recently. Pt has used this infusion device for 2.5-3 yrs and boluses 3 times per day. Up and down buttons do not feel normal when pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.